Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. It unable to verify the excessive no delivery alarms due to unresponsive buttons. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and he noticed the buttons are unresponsive. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.